Event description:
It was reported that the procedure was to treat a moderately tortuous, non-calcified, 99 % restenosis of an rx vision stent in the proximal right coronary artery (rca). After a guide wire crossed, dilatation was performed at the proximal right coronary artery with a 1.5 x 8 mm rx trek; however, the balloon ruptured during the first inflation at 4 atmospheres (atm). The trek catheter was removed and ablation was done with a non-abbott rotablator. Dilatation was attempted with a 1.5 x 12 mm rx trek, but the balloon ruptured at 4-6 atm. This trek was changed to a 1.5 x 15 mm rx trek and dilatation was successfully completed at 14 atm. Additional dilatation was performed with a 4.0 x 15 mm nc trek; however, the balloon ruptured at 7 atm. A 3.0 x 12 mm xience v stent was implanted in the mid rca and a 3.5 x 12 mm xience v stent was implanted in the proximal rca. The procedure was completed after post-dilatation with a 4.0 x12 mm nc trek. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned catheter found blood and contrast visible in the inflation lumen, the hub and the balloon, which was partially inflated. This is consistent with an attempted inflation within the anatomy and a leak or balloon rupture. A new indeflator filled with water was used in attempt to pressurize the catheter and the analysis revealed a pinhole in the balloon proximal to the distal shoulder, confirming the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. The scanning electron microscopy (sem) lab analysis indicated mechanical damage at and leading away from the leak edge on the outer surface of the balloon material. No evidence of mechanical damage was observed on the inner surface of the balloon or inner member material. The sem report determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon as there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately tortuous and 99% stenosed, which may have contributed to the reported complaint. It was also noted that multiple catheter ruptures during the procedure, further suggesting that the reported difficulties were likely related to an interaction with the patient anatomy. In this case, it is likely that the balloon interacted with the stent implant and/or the patient anatomy upon inflation attempt such that it ruptured as a result. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-tream, advance, wiggle. Guide cath: brite tip sal 1.5sh. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The minitrek (x2) and rx vision are being filed under separate medwatch reports.